Event description:
A user facility reported to olympus during preparations to use, no image/intermittent image was displayed, and only a color bar was present while using the visera elite ii video system center. Additional information has been requested but not yet received. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. The device was returned and inspected. Olympus repair center confirmed the customer's complaint (no image/intermittent image was displayed, and only a color bar was present). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is possible the image abnormality occurred because the circuit board was defective. There were no abnormalities in the appearance of the board, and it was not possible to determine the cause of the failure. Olympus will continue to monitor the field performance of this device.